Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (faults/unable to charge a battery) was confirmed. Upon investigation, the charger/modem was unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was found within the charger. Additionally, the current-controlling transistor q1 and the u13 cmos flash microcontroller on the bedside pca were shorted. The contamination caused the shorted components. The root cause for u104 and u1003 failure could not be positively identified. The root cause of the contamination was ingress of unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was causing faults and was unable to charge a battery.